Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Sales rep report: "a failure of product of a stanmore distal mets which has led to a revision because of rotation of the implant. Case date of original case was (B)(6) 2022. Date of revision is today. It looks like the male taper on the stem has broken off and the whole implant has been rotating, causing the patella to sublux and patient to be in pain and trouble walking."

Manufacturer narrative:
Reported event: an event regarding disassociation involving a mets distal femur femoral shaft was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned; however photographs were provided for review. The photographs show that the location pin has fractured off of the femoral stem. The collar and shaft are also shown but nothing remarkable can be seen on these devices. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to rotation of the implant and fracture of the femoral stem. The reported device was not returned; however, photographs were provided for review. The photographs show that the location pin has fractured off of the femoral stem. The collar and shaft are also shown but nothing remarkable can be seen on these devices. Fracture of the location pin is indicative of rotation of the femoral stem and/or shaft; therefore the rotation/disassociation event is also considered confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Sales rep report: "a failure of product of a stanmore distal mets which has led to a revision because of rotation of the implant. Case date of original case was (B)(6) 2022. Date of revision is today. It looks like the male taper on the stem has broken off and the whole implant has been rotating, causing the patella to sublux and patient to be in pain and trouble walking."